Event description:
The customer reported to olympus, the switch number one (1) of the the evis lucera gastrointestinal videoscope was not working. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch and a chip. Adhesive on bending section cover had a crack and had white-clouded area. Image guide protector had a scratch and a chip. Objective lens had a crack and adhesive around objective lens was peeled and had white-clouded area. Distal end cover had a dent. Adhesives around light guide lens had white-clouded area. Indication on scope connector was peeled. Protector of universal cord on control section side had a scratch. Protector of universal cord on scope connector side has a scratch. Electrical connector had discoloration due to water leakage. Connecting tube had a dent and scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and got clogged. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. Additionally, it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.